Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A tibial articular surface provisional was returned and evaluated. Visual inspection found discoloration, gouge marks and dents which is indicative of repeated use. The device has an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required . Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty, the provisional fractured while being inserted. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.